Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, perforated and the patient reportedly experienced abdominal pain. The device has not been removed after unsuccessful percutaneous removal attempt. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, two months of post deployment, attempted inferior vena cava filter removal. Right internal jugular vein access was gained. A guidewire was placed through the inferior vena cava filter and the pigtail catheter was placed below the inferior vena cava filter. Subsequent inferior vena cava -gram was performed. This showed the filter had tilted and the tip and arms appeared to be within the wall of the inferior vena cava. It was decided to attempt removal, therefore, the pigtail catheter was exchanged over a guidewire for a bard filter recovery system. Numerous attempts were made to remove the inferior vena cava filter. These were unsuccessful because the tip of the filter could not be freed from the wall of the inferior vena cava. Attempts to provide cephalad traction of the filter caused the tip of the filter to tilt more towards the wall of the inferior vena cava. Attempts to provide caudal traction caused the lower legs of the filter to accordion, indicating it was not mobile and the tips and the arms have scarred into the wall of the inferior vena cava. At this point, the procedure was terminated. An inferior vena cava -gram demonstrated a widely patent inferior vena cava with no intraluminal thrombus. The inferior vena cava filter has tilted approximately 30 degrees. The tip of the filter was beyond the opacified lumen of the inferior vena cava medially. There were also two sidearms of the filter, which appeared to have extended beyond the lumen of the inferior vena cava laterally. Around, two months and three weeks later, two views of the abdomen were obtained, performed supine and upright. There was an inferior vena cava filter, the tip which projects to the l2 vertebra. There was splaying of the limbs of the device with two legs horizontally oriented projecting just below the l2 transverse process. Around, nine months later, attempted inferior vena cava filter removal with abdominal pain. Three struts of the inferior vena cava filter continue to protrude through the inferior vena cava. There was no surrounding hemorrhage or collection to indicate a leak. There were no findings to explain the patient's abdominal pain. The patient presented for repeat attempt at filter removal. Multiple unsuccessful attempts to remove the filter were made using the endobronchial forceps in the inferior vena cava through right internal jugular vein access. Cavogram revealed normal inferior vena cava and no change in filter position after filter removal attempts. No caval wall injury was seen after g2 filter removal attempt. Around, eight years and eleven months later, computerized tomography today shows the bard g2 filter in an infra renal location. The filter in tilted to the right with the tip and 3 legs through the wall of the inferior vena cava. Two legs of the filter protrusion laterally through the inferior vena cava wall and abut the duodenum without adjacent duodenal inflammation. Additionally, one leg protrudes through the anterior inferior vena cava wall. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc), and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using pigtail catheter, recovery cone and forceps but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Warnings: g2 filter removal: use only the bard recovery cone removal system (packaged separately) to retrieve the g2 filter. Use of other removal devices has resulted in recurrent pulmonary embolism.